Event description:
It was reported that there was a pending alarm on a pump that was hospital stock. A motor stall occurred on (B)(6) 2015 at 02:32 and recovered at 19:22. Additional information received reported no patient was involved with this incident. The cause of the motor stall was not determined. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).